Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Samaniego, e. A., dandapat, s., roa, j. A., zanaty, m., nakagawa, d., <(>&<)> hasan, d. M. (2019). Mechanical thrombectomy of acutely occluded flow diverters. Operative neurosurgery, 17(5), 491¿496. Doi: 10.1093/ons/opz023. Medtronic literature review found reports of in-stent occlusion of the pipeline device. The purpose of this article was to describe the technique used to perform thrombectomy of a recently placed pipeline (ped) with in-stent thrombosis. The article describes two cases of successful thrombectomy. Patient 1: a (B)(6) woman underwent clipping of a ruptured right internal carotid artery (ica) aneurysm. The patient then underwent coiling and ped embolization of the aneurysm. Within 30 minutes of being in the recovery unit, the patient developed right gaze preference, left neglect, and left hemiparesis. The patient underwent mechanical thrombectomy achieving complete recanalization. The patient made a recovery with no residual deficits. Patient 2: a (B)(6) man underwent clipping of a right ica unruptured aneurysm. The patient then underwent ped placement of the residual aneurysm without complications. Within an hour of the procedure, the patient developed right gaze preference, left neglect and left hemiparesis. The patient underwent mechanical thrombectomy. The patient had mild residual weakness on the left side and required assistance during ambulation.